Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. The manufacturer attempted to retrieve additional information, but no further details on the event has been received up to date. Based on the available information, a definitive root cause cannot be established at this time. However, per the document review performed, no manufacturing deficits were identified. Should further information be received in the future, the manufacturer will provide an update to this reporting activity.

Event description:
The manufacturer was informed on this event through the device tracking department. Based on the information reported in the patient implant form, a perceval pvs23 was implanted and explanted on (B)(6) 2020. No further information is presently available. No allegation of a device malfunction nor of serious injury was received from the site regarding this event.